Manufacturer narrative:
The investigation is on-going. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient was undergoing bone marrow biopsy. During trephine the patient¿s bones seemed hard. First attempt trephine catcher used with no effect/no sample gained. Second attempt with a new needle because the first was bent ¿ wiggling/shaking used ¿ needle broke during attempted extraction. 3-4cm was left inside the patient. This required a general anaesthetic with the orthopaedic service to remove the needle fragment.

Manufacturer narrative:
A review of the device history records, inspection records, and receiver records was conducted, and there were no discrepancies related to the condition under evaluation and/or any circumstance/change that might have contributed to this non-conformance. Based on the physical review of the complaint sample, the stylet and cannula combination were bent; however, there was no evidence of breakage. The issue as reported could not be confirmed. With the available information, possible factors that might have contributed to the bent needles are situations where stress was applied to the product at the user level by applying excessive force when inserting the needle into the bone or a rocking motion was used while inserting/removing the needle into/from the bone. The IFU states "using gentle, but firm pressure, advance the needle tip through the periosteum, into the cortex, by rotating the needle in an alternating clockwise-counterclockwise motion".